Event description:
On (b)()2012, the patient contacted animas stating that the up/down arrow keypad buttons were intermittently responsive and required multiple button presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump attached to his waist or sometimes in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: there was no damage found to keypad cover. All of the keypad buttons were found to be functioning appropriately; the keypad buttons were found to be responsive to button presses. There were no hypersensitive buttons. The keypad cover was removed and there was no contamination or defects found with button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.